Event description:
New information received notes that the patient was fine after the procedure.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018 due to insulation anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that for the past year, right ventricular lead impedance has been high, out of range. There were also multiple inappropriate hvr episodes due to lead noise. When the patient came to clinic for routine check, variable impedance and noise was reproducible with lead testing. The cause of lead issue is undetermined and lead replacement was recommended. Programming changes were made. Physician decided to monitor the patient. Patient is pacer dependent and is asymptomatic.